Event description:
On the "cms" (omnicare 24), the electrocardiograph wave was present, but there was no heart rate and value. The monitor didn't alarm for asystole. There was no injury to the pt. There are no strips from the event.

Manufacturer narrative:
The nurses initially noticed the absence of the hart rate parameter value and text at an omnicare 24 bedside monitor connected to the m31509a, although an ECG waveform was present. They called the hosp biomedical engineer to test the sys. The biomedical engineer attempted to simulate an asystole condition and was not able to generate an alarm. Corrective action for the heart rate parameter and text issue is being effected by installing m3150a software revision a.02. With respect to the subsequent asystole simulation, the monitor operated as intended. The test set-up created an open-circuit condition, which the sys correctly interpreted as an absence of pt connection, rather than as asystole. A closed-circuit condition is required to simulate asystole.